Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. During an atrial fibrillation ablation, a farawave was selected for use. The procedure was completed, before removing the catheter from left atrium, patient's tension suddenly decreased. Left superior pulmonary vein was not easy to access, and transeptal puncture was not easy either so maybe the guidewire perforated the appendage. Patient rhythm was slow, it was stimulated from right veins with diagnostic catheter. Hemodynamic parameters were better, but they decreased again. Cardiac tamponade was confirmed by echo imaging. Physician performed an epicardial drainage, but then surgical intervention was needed. Patient is expected to fully recover. The device is not expected to be returned.

Event description:
It was reported that a cardiac tamponade occurred. During an atrial fibrillation ablation, a farawave was selected for use. The procedure was completed, before removing the catheter from left atrium, patient's tension suddenly decreased. Left superior pulmonary vein was not easy to access, and transeptal puncture was not easy either so maybe the guidewire perforated the appendage. Patient rhythm was slow, it was stimulated from right veins with diagnostic catheter. Hemodynamic parameters were better, but they decreased again. Cardiac tamponade was confirmed by echo imaging. Physician performed an epicardial drainage, but then surgical intervention was needed. Patient is expected to fully recover. The device is not expected to be returned.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary; based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade, atrial perforation, hypotension and bradycardia are known inherent risk of use of this device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the events of cardiac tamponade, hypotension and atrial perforation are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, atrial perforation, hypotension and bradycardia are known inherent risk of the faradrive device. Atrial perforation and cardiac tamponade are considered within the risk threshold of cardiac trauma. Cardiac trauma and hypotension are expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks h6 patient code and h6 impact code.

Event description:
It was reported that a cardiac tamponade occurred. During an atrial fibrillation ablation, a farawave was selected for use. The procedure was completed, before removing the catheter from left atrium, patient's tension suddenly decreased. Left superior pulmonary vein was not easy to access, and transeptal puncture was not easy either so maybe the guidewire perforated the appendage. Patient rhythm was slow, it was stimulated from right veins with diagnostic catheter. Hemodynamic parameters were better, but they decreased again. Cardiac tamponade was confirmed by echo imaging. Physician performed an epicardial drainage, but then surgical intervention was needed. Patient is expected to fully recover. The device is not expected to be returned.